Event description:
During a coronary stent procedure, the physician experienced difficulty advancing the stent/delivery device. The stent/delivery device was removed and the edge of the stent appeared to be bent back. Another stent/delivery device was used to complete the procedure. No pt injuries or complications occurred.